Manufacturer narrative:
Date of report, date received by manufacturer corrected to 24-dec-2018 for initial MDR. Concomitant medical products: previous cartridge model lot number and foam tip plunger model lot number not applicable. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was reported that on (B)(6) 2019 the lens was explanted and postoperative the eye is "quiet" and the "patient was feeling fine". H6 - patient code 3191: no code available (secondary surgery, lens explant). Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry and with clear surgical residue/debris on the lens. Visual inspection found no visible damage to the lens and residue/debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
Changed from "adverse event" to "product problem". Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -02.50 diopter, in the patients right eye (od) on (B)(6) 2018. The patient complained of glare/halos and blurred vision. The lens remains implanted. This is the exchanged lens for MFR report # 2023826-2019-00146.